Manufacturer narrative:
This case involved the use of the orthadapt bioimplant in a pt with a chronic rotator cuff tear. The physician indicated that the pt was non-compliant with post-operative instructions and subsequently, re-ruptured the repair. The case assessment, based on the info provided by the physician, indicates the likely cause of the event was due to pt non-compliance. The product lot number was not provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.

Event description:
Pt developed pain and effusion approximately three weeks post repair of a chronic rotator cuff tear with orthadapt augmentation; the bioimplant was subsequently removed during a revision procedure.